Event description:
The patient reported a complaint that the blood pressure cuff continued to inflate, causing bruising that faded after a week. The patient did not receive any medical treatment and has no underlying health issues that could lead to easy bruising. Additionally, the patient is not taking any medications known to cause easy bruising. Believing the pain to be normal, the patient endured it while continuing to use the device. It has been confirmed that the patient employed the correct technique for checking their blood pressure and that there were no signs of damage to the device, the cuff, or the hose.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.